Event description:
A nurse reported that five minutes into a surgical case, the system did not retain the surgeon's setting and returned to the default settings. They tried troubleshooting, then switched out the system. There was a delay of approx 20 minutes. The case was completed without harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not confirm the customer reported problem. The system was then tested and met product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).